Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the needle is dramatically bent on two planes. No suture or ts remain on the delivery needle or were returned for examination. Device was functionally tested for proper actuator advancement and cycling, device did not function as intended. Per the device instructions for use under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Pathological conditions in the soft tissue that would prevent secure fixation of the device is considered a contraindication¿. No root cause related to the manufacturing process can be established.

Event description:
It was reported that during a procedure, the first anchor was deployed successfully but during the second shot, the anchor had already come out before the deployment. Backup device was available to complete the procedure. No significant delay was reported and no patient injuries were reported.